Event description:
It was reported to lifecell that the 71 year old female patient underwent ventral hernia repair with component separation, (B)(6) 2014, utilizing a strattice device that was placed as an onlay. A smaller piece of synthetic mesh was used in an underlay. Two drains were placed and removed after four days. The patient developed a large seroma/hematoma under the incision site that subsequently became infected. On (B)(6) 2015, the patient presented with bleeding from the previous drain site status post ventral hernia with small bowel obstruction with component separation. The patient underwent exploration of abdominal wound with evacuation of hematoma and placement of two subcutaneous drains. On (B)(6) 2015, the patient presented to the ER complaining of an abdomen wound splitting open with pain and drainage. It was noted that the patient presented with an open wound, exposed mesh, intact fascia, and no evisceration. On (B)(6) 2015, the patient was taken back to the or and underwent debridement of abdominal wound and placement of vac closure due to wound infection with an abdominal wound dehiscence, status post repair of a recurrent incarcerated incisional hernia. The patient was placed on IV antibiotics for treatment of wound infection. During this surgery date, the wound was opened in its entire length and it was noted that the strattice mesh was essentially laying unsecured on the surface of the fascia in a purulent drainage and was removed and discarded. The wound was partially closed using full thickness retention sutures and then packed with a black wound vac sponge with dressings. Post operative cultures grew out enterococcus, klebsiella, and sparse yeast. Vac dressing was changed on post op day 3. Patient was discharged home on (B)(6) 2015 and was ordered oral augmentin and vac therapy and follow-up in one week. Patient was seen on (B)(6) 2015 for post-op exam and wound presents with good granulation and no purulence. Patient was instructed to finish oral antibiotics and continue using the wound vac and follow-up in two weeks.

Manufacturer narrative:
The device was not returned to lifecell for evaluation and the lot identification number was not provided. Therefore, no relationship to the event can be established. Patient factors including seroma, exposure of the mesh and surgical site infection related to the wound dehiscence, likely contributed to this event. Seroma is a documented factor that impacts revascularization and contributes to non incorporation of the device. Post operative issues outlined such as hematoma, seroma, wound infection, wound dehiscence and incarcerated hernia are all anticipated complications during the course of abdominal hernia repair procedures with or without the use of a strattice device. Additional information needed for investigation of the event, including lot number, has been requested. A follow up report will be filed if additional information becomes available.